Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is lot 496874, medwatch with identifier (B)(6) is lot asku.

Event description:
Caller reported blood glucose results of 50 mg/dl with aviva ii meter and 100 mg/dl aviva expert meter. The meter and test strips are being returned and replaced. No adverse event was reported.